Event description:
The customer reported receiving motor error alarms and no delivery alarms from the insulin pump for two consecutive nights. There was no significant event reported leading up to the motor error alarm. The customer was advised to discontinue use of the device and to revert to a backup; however, the customer did not wish to return or receive a replacement for the insulin pump. The customer's blood glucose value was 351 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.